Event description:
It was reported a filter did not appear to open completely following deployment via a jugular approach. Another filter was placed suprarenally and the pt's condition is good. The filter remains implanted and the carrier system has not been received for evaluation. Therefore, no failure analysis is available. The co is currently attempting to obtain further details about this event. Should further details become available, a supplemental medwatch report will be filed under the appropriate sequence number. Without further details about this event the co was unable to determine the exact cause for this event. Directions for use state: "do not attempt to move or manipulate an engaged filter... In most cases, a second filter, properly placed, should be implanted for protection against recurrent pe."